Event description:
The surgeon reported that the system stopped working halfway through the surgery. The surgeon stated that the procedure was delayed one hour while another system was found and readied for surgery. The patient's cornea became cloudy. The surgeon reported that no enlarged incision or sutures were required. The procedure was completed. The surgeon stated the patient's current prognosis is good. As a result of the incident, one subsequent procedure was cancelled.

Manufacturer narrative:
The company service representative examined the system. The power module, pcb, and lio fiber were replaced. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. This report was mailed to FDA on 1/7/2009.